Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to foreign material or moisture adhering to the electrical contacts. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, a b30(scope communication error) occurred intermittently on the evis exera iii xenon light source. The screen had confetti on it and then flashes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed customer to power off cv-190/clv-190, ensure both light source cables are secure, clean clv-190 socket with an alcohol pr ep pad, allow to dry, clean the scope connectors with an alcohol prep pad, allow to dry, remove the maj-1430 video scope cable from the cv-190, connect scope, power cv-190/clv-190 on. The customer reported the error no longer shows. Tac emailed the maj-2087 light source socket cleaning kit instructions for use for review. It was recommended to clean the socket monthly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.